Event description:
The lights are far more brillant than the typical cool white tubes. Rptr thinks that the use of four 40 watt tubes is the norm, when people do not realize that they are actually sitting under a comparable 600 incandescent watts. Because normal eyes are able to adapt to bright light without causing discomfort (except minor for some people), not much is thought about the potential for long term damage. In rptr's place of employment she was one of 3 people who sat under that much light full time. Everyone else was able to come and go which rptr feels makes all the difference in tolerance. Since fluorescent lights emit admittedly small amounts of uv light, and another of rptr's sources has said that it provides a small amount of vitamin d (d3) which is converted to vitamin d, then why cannot continuous exposure over a period of an 8 hr workday, five days a week provide more vitamin d than is necessary? Rptr finds it ironic that one of her major complaints is sore eyes (aching) and that is a symptom of vitamin d overdose. Plus mamy of the sick days rptr has had from work were pretty much due to having "flu like symptoms of nausea, sometimes vomiting," without the fever or aches associated with a real flu. (*)